Event description:
Reportedly, at m12 follow up sensing issue was observed. In the memory 1 episode of noise on the rv lead was stored on (B)(6) 2022 and was classified as unsustained ventricular tachycardia. No therapy was delivered.

Manufacturer narrative:
G3: date received by manufacture changed to 07/12/2022 as investigation finished.

Event description:
Reportedly, at m12 follow up sensing issue was observed. In the memory 1 episode of noise on the rv lead was stored on (B)(6) 2022 and was classified as unsustained ventricular tachycardia. No therapy was delivered.